Event description:
An alarm 20 occurred while the customer was using the pump during insulin delivery, and the issue persisted even after attempting to load a new cartridge. The customer's blood glucose level was 129.6 mg/dl. As a corrective action, the customer was advised to use multiple daily injections as a backup method, and technical support arranged for a replacement pump to be sent. The customer was instructed on how to switch the pump to storage mode and agreed to return the faulty pump using a prepaid label.